Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had continued low flows and mean arterial pressure (map) with a persistent chest tube output overnight following implant. An x-ray revealed worsening right pleural effusion despite coagulation, product correction. A volume resuscitation was required to maintain hemodynamic stability. The patient was taken to the operating room for mediastinal exploration and washout. A pericardial bleeding vessel was cauterized and hemostasis was achieved. The patient returned to unit and was extubated on (B)(6) 2022.

Event description:
Additional information: the patients hemoglobin was down to 7.8 from 8.1 and thought to be due to anemia. The patient was transfused 1 unit of packed red blood cells.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of bleeding, cardiac arrhythmia, and other patient-related conditions could not be conclusively established through this evaluation. Additionally, the reported low flow events could not be confirmed through this evaluation as no log files were submitted for review. Although a specific cause for these events could not be conclusively determined, the account indicated that the low flows were associated with hypotension. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and cardiac arrhythmia as potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.